Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to the patient, on (B)(6) 2025, the patient felt nauseous and called ems to check his blood glucose reading. The patient was unable to recall the cgm value, however, he stated that the cgm and bg were reading 100 points of difference. The patient was taken to the hospital; no treatment information was provided. At the time of the report, the patient was still hospitalized. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. No data was provided for evaluation. The allegation and a probable cause could not be determined. It has been reported that there was a difference in readings of 100 points. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.